Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/1998) evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during intra aortic balloon pump.

Event description:
Following was reported to datascope on 6/10/1998: there was no pt injury or complication as result of event. Another intra-aortic balloon was not inserted. Pt was stable after event and was in good condition. [Event complications]: none from event - reported and 6/10/1998. [Pt's current status]: stable - rpt'd 6/10/1998.